Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a heart valve procedure and a chest x-ray was done post-operatively, revealing the right ventricular (rv) lead dislodgement. The rv lead was programmed off and later replaced. No patient complications have been reported as a result of this event.